Event description:
It was reported that the ilet could not be powered on after a full shutdown, and a restart alert identified as alert 38 recurred, consistent with a motor stall and failure to infuse involving the motor component; the user employs a dexcom g7. Symptoms included no clinical signs, symptoms, or conditions, with insufficient information regarding any clinical manifestations. Outcomes included no health consequences or impact, with insufficient information regarding broader health impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications problem and a device issue consistent with a stalled motor resulting in failure to infuse, localized to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.